Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure the occlusion balloon wire kinked resulting in difficulty deflating the occlusion balloon when required. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted a balloon catheter and performed pre-dilatation on the vessel. The physician removed the balloon catheter. The physician was in the process of advancing a stent delivery catheter and noticed that the occlusion balloon wire kinked resulting in difficulty deflating the occlusion balloon when required. The physician then used the method referenced in the instruction for use and cut the occlusion balloon wire and deflated the occlusion successfully. The patient is reported to be fine.